Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contactd lifescan (lfs) and reported that her one touch ultra meter kept giving he the error 4 message. Medical afafairs specialist (mas) caleld and left a message for the pt. A letter will be sent. The pt had reported that the meter had not been working for approximately 3 weeks. She was taken to the hosp due to low blood glucose symptoms and could not test on her meter. She was in the hosp overnight and was given IV glucose. However, ther is no futher info reagrding the hosp visit or the tretament given. The hosp meter result is unk and it is unclear as to when she was taken to the hosp. It is also unk if she had attempted to test on the meter prior to going to the hosp. Her diabetes med regimen is not provided and it is unk if she continued to take her med during the time she was not able to test her blood glucose. During troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed and it was discovered that she was improperly applying the blood sample. Therfore, use error code was involved. However, she was asked to retest on the meter with the proper technique, error 4 message still appeared on the display. Therefore, the issue was not resolved. Based on the info provided, there is indication that the product has malfunctioned since the meter issue was resolved with troubleshooting. However, there is use error also involved (incorrect technique). There is insufficient info to suggest that the pt experienced injury due to the product or use error. Therefore, this case is reported as a product malfunction at this time. A replacement meter, control solution, and test strips were sent to the pt.